Manufacturer narrative:
Exact date unknown, event occurred in june 2022.

Event description:
It was reported that the patient had an infection at the ipg site. The patient underwent an ipg explant procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.